Manufacturer narrative:
Additional information provided clarify that the tibial tray was not revised nor were there any allegations against the device. And it was reported in error. Further updates will only be provided if additional information is received that changes the regulatory determination.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had his knee replaced in 2004. On (B)(6) 2016 patient had post-operative x-rays of the right total knee replacement. The appearance was for a normal appearance new right total knee. X-rays of the right total hip arthroplasty (manufacturer unidentified) were unremarkable--no loosening, fractures, or dislocation observed. Discharge summary for (B)(6) 2016 indicated patient had achieved all of his milestones for revision knee post-op days 1 thru 3 and would be discharged with home physical therapy for treatment of a stable complete revision of the right total knee. Pre-operative history and physical for right knee arthroplasty revision, to address pain, some medial insert wear, and osteolysis of the proximal tibia, with no evidence of infection or radiographic implant loosening. Revision operative note indicated that patient's 19 year old right total knee replacement was revised on (B)(6) 2016, to address tibial pain and osteolysis. Intraoperatively, the surgeon identified upon entering the joint that there was metal-stained tissues (metallosis). The depuy metal-backed patella component demonstrated some polyethylene wear, so the polyethylene part of the patella was removed and revised with a new depuy polyethylene component, while preserving the well-fixed metal backing. The tibial tray component was found to be loose at the cement to implant interface, with no cement retained on the tibial tray component when removed. The femur component was well-fixed, but showed some evidence of burnishing of the metal femur component, for which the cause was not known. Significant femoral osteolysis was observed beneath the femur component, and so the femur was explanted as well, despite not being loose. During removal of the tibia and femur components, the surgeon debrided a lot of metal-stained soft tissues and osteolysis. Femur and tibia were replaced with depuy tc3 femoral sleeve and stem constructs (cement on the femur and tibia, but ingrowth for stem and sleeves for both, using depuy gentamycin cement).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary:patient states he had knee replacement around (B)(6) 2004, had revision done in (B)(6) 2016 in california by surgeon at a hospital. He continued to have issues and in (B)(6) 2023 went to another surgeon in another hospital who replaced what he considered damaged components. He has spoken with attorney. The product was not returned to j&j medtech orthopaedics, however photos and a video were provided for review. See attachment (B)(4).device video ad (B)(6) 2024, (B)(4).device photo ad(B)(6) 2024 (1), (B)(4). Device photo ad(B)(6) 2024 (2),(B)(4). External knee revision (2.53 mb). The photographs attached were reviewed, however they do not represent the reported product. Therefore, the investigation could not draw any conclusions about the reported product due to the insufficient evidence provided. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported product complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed.